Manufacturer narrative:
(B)(4).

Event description:
The patient was overdosed during the pump and catheter replacement surgery performed in (B)(6) 2015 and her blood pressure dropped to 50/30. Issues with vertigo and blurred vision occurred. The patient started to cut back on the baclofen dose due to the blurred vision. The blurred vision had improved with the reduction in baclofen. The patient was told by a physician that she "may be toxic". The patient had never had a trial. The pump currently administered baclofen. The reporter did not know the lot number or brand of baclofen; it was believed that she was at "54 or 58 units". The exact dose or concentration of baclofen was unknown. The patient was questioning what is involved in explanting the pump. Physician listings were provided as requested.

Event description:
Additional information received by a consumer indicated after the surgery on or about (B)(6) 2015, the patient suffered an overdose of medication through her infusion pump. It was noted the hospital failed or was unable to locate the healthcare provider (hcp) to stop the overdosing of the patient. The patient suffered a severe impairment of her respiratory system which was not addressed by the hospital in a timely fashion. The patient suffered serious bodily injuries, pain and suffering, physical impairment, physical disfigurement, mental anguish and emotional trauma.

Event description:
An overdose was reported. Following implant on (B)(6) 2015 the patient had symptoms of hypotension and bradycardia. The patient was on 100mcg/day but that was too much for the patient as of the day of the report the patient was currently in the ICU (intensive care unit). The patient was also not moving their legs and an MRI had been ordered. Per the hcp they were planning on turning the pump down. On (B)(6) 2015 it was reported that the patient did have the MRI. The MRI ruled out any structural reason for the patient not being able to move their legs and per the hcp believed it was drug related. The patient does not tolerate oral baclofen well because of side effects, hence the reason they got the pump to begin with. The reporter also stated that the patient was sensitive to it baclofen. The pump was programmed to stopped pump mode earlier today and the reservoir was emptied of the 2000ug/ml concentration and refilled with a concentration of 500ug/ml. About 3mls was aspirated from the side port successfully. A prime of the catheter and pump tubing was performed. A prime of the catheter volume only should have been performed instead. The patient likely received about 398ug of baclofen during the prime. The pump has now been programmed to minimum rate mode which delivers 12ug/d (0.006ml/d). There is possibly a small amount of the 2000ug/ml concentration still in the catheter. It would take about 15 days for this to clear at minimum rate mode. On (B)(6) 2015 the hcp further reported that the patient had difficulty breathing when the overdose occurred. The patient was now being seen by this hcp¿s practice and was started out at 25cmg/day and was gradually being increased up. The patient was now at 50mcg/day and was doing well. The hcp reported that he would be increasing 5% at visits slowly. The pump was used to deliver lioresal.

Manufacturer narrative:
Concomitant medical products: product ID 8840, serial# unknown, product type: programmer, physician; product ID 8780, lot# n524437005, serial# (B)(4), implanted: (B)(6) 2015, product type: catheter; product ID 8703w, lot# l40753, implanted: (B)(6) 1998, product type: catheter. (B)(4).